Event description:
It was reported that a transfer set had a twist sleeve (white portion of the transfer set) which continued to spin around instead of locking into place. The transfer set was replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was evaluated. The device passed clear passage testing and leak testing. Both visual inspection and clamp functional testing identified broken occluder feet on the device. There was no indication that the issue occurred from over torquing. The cause of the reported issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.